Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified and mildly tortuous lesion. The 16 x 2.50 promus premier¿ drug eluting stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).